Event description:
The product was used during an unspecified procedure. Reportedly, the suture dehiscenced. The surgeon preformed a re-operation to correct this condition.

Manufacturer narrative:
Device not available for evaluation.